Event description:
It was reported that during the pta / stenting treatment procedure that the express biliary sd stent delivery catheter had a leak resulting in difficulty deploying the stent. The device was advenced to the target lesion in the renal artery. Upon inflation of the balloon a pinhole leak was observed on the proximal end of the catheter shaft resulting in partial deployment of the stent. The balloon was then quickly inflated to fixate the stent in the vessel. The balloon was removed and a new balloon catheter was inserted for post dilation of the stent. No patient injuries or complications were reported. The patient's status was reported as 'satisfactory / good'.